Event description:
It was reported that the patient experienced recurring incontinence due to atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device with a 4.0 cm cuff was removed and replaced with a new aus system with a tighter cuff. There were no device malfunctions associated with the explanted device. No additional information was reported.